Event description:
It was reported that the urine got stuck in the tube and the nurse was removing the tubing from the tube holder to drain the tube every hour.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. The far right most pin was damaged on load cell. The load cell assembly was replaced. Completed final functional testing. The unit was returned to customer, ready to use. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was in use on a patient. DHR review is not required as the reported event is unconfirmed. The instructions for use were found adequate and state the following: "indications: the bd sensica¿ urine output system is an automated system for continuous monitoring of urine output (uo) and core bladder temperature when connected to a temperature-sensing foley catheter. Target population: the bd sensica¿ urine output system is intended for bedside monitoring of urine output for any patient with an indwelling, urological catheter, drainage tubing and collection bag, typically in critical care settings or where close monitoring of urine output is desired. The bd sensica¿ urine output system is also intended for monitoring core bladder temperature when used with the bd sensica¿ temperature monitor module and a bd 400 series temperature-sensing foley catheter or equivalent." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the urine got stuck in the sensica tube and the nurse was removing the tubing from the tube holder to drain the tube every hour. Per sample evaluation results received on 06jul2022, the far right most pin on the load cell was damaged.